Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted log file spanned approximately 11 days (17jun2024 ¿ 28jun2024 per timestamp). On 25jun2024 from 19:17:53 ¿ 19:18:06, the no external power alarm activated while connected to the mpu due to both white and black lead voltages dropping. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during these events. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A root cause for the reported event cannot be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (mpu) (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 left ventricular assist system. These sections explain how to properly switch between power sources. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
Review of the log files captured no external power alarms while patient was connected to the mobile power unit (mpu) on (B)(6) 2024. It was noted that the mpu had the v-lock connector on the ac power cord and that the ac power cord did not come loose from the wall outlet or back of unit. The patient denied any environmental circumstances that would have impacted ac power at the time of event. The mpu was not exchanged and would not be returning.